Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for generator change. Upon interrogation it was noted that the right ventricular lead exhibited intermittent noise, high capture, and high sensing threshold values. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2019. The patient tolerated the procedure well.